Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, verification of sterilization, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. During revision surgery, the attending physician noticed that they were unable to get flow when accessing the side port. The catheter was cut above the connection point of the two catheter segments, and spinal fluid was observed to be leaking from the catheter. It is possible that the cause of the patient's lack of pain relief and volume discrepancies was a blockage in the catheter segment connection point. Internal complaint number: complaint (B)(4).

Event description:
Sales representative contacted technical solutions in order to report a catheter revision kit catheter segment that was causing a patient to have volume discrepancies and a lack of pain relief. Representative also reported that the revision kit catheter was connected to a medtronic ascenda catheter. A catheter revision was performed, in which initially the physician was unable to get any flow from the side port. Physician then cut the catheter above the connection point and observed spinal fluid dripping from the catheter. It appeared that there was some sort of occlusion at that connection point. The entire catheter was replaced.